Event description:
It was reported that this right atrial lead was partially surgically abandoned due to noise and oversensing without pacing inhibition. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. This lead has been returned and analysis is pending. Upon completion of analysis, this report will be updated with pertinent information.

Manufacturer narrative:
A 21.8 centimeter (cm) portion of the proximal only segment of the lead was returned. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported oversensing of noise was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial lead was partially surgically abandoned due to noise and oversensing without pacing inhibition. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. This lead has been returned and analysis is pending. Upon completion of analysis, this report will be updated with pertinent information.